Event description:
It was reported that the pump exhibited a downstream occlusion pressure issue. The device was showing higher values. During physical inspection, it was found that there were intermittent issues with the downstream occlusion sensor. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there were no errors related to the customer complaint. The device was visually inspected and there was contamination to the downstream occlusion sensor. A functional test was performed and the reported issue was not duplicated, however confirmed with the history review. The probable cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced to resolve the intermittent issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.